Event description:
Pt expired eleven (11) days after the index procedure. The cause of death was classified as non-cardiac, other cause - retroperitoneal hemorrhage. The event was reported to be related to the index procedure and unrelated to the device or other intervention. The pt was admitted for an urgent procedure with an indication of unstable angina. The pt's ejection fraction (ef) was reported to be 40%. The pt was reported to have disease (>=50% stenosis) in the following vessels: left main, left anterior descending (lad), the saphenous vein graft (svg) to the lad, circumflex, and the right coronary artery (rca). Two (2) lesions were attempted in the index procedure.